Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm occurred four times. The customer¿s blood glucose was 195 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the notification light stopped flashing immediately. Customer troubleshooting was performed. Customer was advised the insulin pump would need to be replaced and refer to back up plan. The insulin pump will be returned for analysis.